Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a deep brain stimulation procedure, the lead was found to be bent and the lead impedance test failed repeatedly. Multiple impedance lead tests were performed, and each attempt was unsuccessful. Troubleshooting steps included moving and adjusting the lead to be closer to the lead test cable several times, but the impedance test continued to fail. The issue was resolved by replacing the lead with a new one. No patient complications have been reported as a result of this event.